Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The ventilator was returned to the factory for evaluation. The customer reported problem could not be duplicated during testing of the device, however review of the ventilator event log confirmed a vent inop due to an air valve stuck occurrence during operation.

Manufacturer narrative:
Additional product code: nou.